Event description:
It was reported that the fenestrated bipolar forceps instrument had an issue. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Thermal damage was observed on the yaw pulley, on the opposite side of the damaged insulation. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.